Event description:
It was reported that a physician attempted pre-closure of the common femoral arteries prior to a transcatheter aortic valve implantation (tavi) procedure using prostar xl devices. Reportedly, the 0.035 stainless steel guide wire could not pass through the hemostatic valve of the guide wire exit port. A second 0.035 guide wire was able to pass through the hemostatic valve. The prostar xl was used successfully for hemostasis. There were no adverse patient effects. The physician is reportedly trained in the use of the prostar xl device. The closure devices were inserted over a 9f sheath that was upsized to 18f for the tavi procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 9f, 18f, guide wire: .035 terumo, .035 stainless steel, heparin. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Difficulty in passing the 0.035 guide wire through the hemostatic valve as reported can be influenced by, but is not limited to: manufacturing, user technique and/or patient anatomical conditions. It should be noted that a second guide wire passed through the hemostatic valve and the device was used successfully to achieve hemostasis. During manufacturing all prostar devices undergo verification involving passing a 0.038 guide wire all the way through the sheath and monorail hole. A visual check is done to ensure that the exit ramp does not block the monorail hole. There was no report of any abnormal user technique or deviation from the prostar instructions for use (IFU). Reportedly, a femoral angiogram was taken and mild calcification noted. The IFU states: the safety and effectiveness of the prostar xl 10f pvs system has not been established in patients with common femoral artery calcium which is fluoroscopically visible. Based on the reported information and the inspection criteria, a definitive cause for the reported difficulty in passing the guide wire through the hemostatic valve and the associated patient effects could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and no product deficiency was found. Each prostar device lot is sampled and verified for functional deployment.